Event description:
The account alleged the nurse call is not functioning on the bed. No injury reported.

Manufacturer narrative:
The account found the communication cable is pulled out of the sidecom board and the pins on both are damaged. The account replaced the communication and the sidecom board to resolve the issue.